Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, upon removal of the catheter sheath, solid pusher and an 55cm optease vena cava filter, the filter got stuck with a partial sheath puncture. During use, the physician had felt obvious resistance in the process of using the solid pusher to push the filter (at this time, the mark point of the pusher had not reached the opening of the long sheath hemostatic valve). Therefore, the filter could not be released during the operation of inferior vena cava filter insertion. There were no reports of patient injury. The physician was certified to use the optease filter. There were no obvious signs of equipment or packaging damage prior to use. The device was returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, upon removal of the catheter sheath, solid pusher and an 55cm optease vena cava filter, the filter got stuck with a partial sheath puncture. During use, the physician had felt obvious resistance in the process of using the solid pusher to push the filter (at this time, the mark point of the pusher had not reached the opening of the long sheath hemostatic valve). Therefore, the filter could not be released during the operation of inferior vena cava filter insertion. There were no reports of patient injury. The physician was certified to use the optease filter. There were no obvious signs of equipment or packaging damage prior to use. The complaint involved an ¿optease vc filter ous, 55cm femoral only¿ and the obturator, cannula, filter, and filter introducer were returned inside a plastic bag. Visual evaluation showed the filter positioned approximately 32.0 cm from the distal end inside the cannula, with the obturator partially inserted in the cannula and the filter introducer inserted in the obturator. No apparent damage was noted on the obturator, cannula, or filter introducer, and no other significant visual anomalies were identified. Functional testing was performed by advancing the returned obturator through the cannula, confirming that the filter¿initially located inside the cannula¿was successfully deployed without obstruction, resistance, or any signs of damage or functional anomaly. A high-magnification microscopic examination of the filter revealed no damage or abnormalities. The reported ¿filter- impeded- perforated sheath¿ was not seen during the product analysis. No damages were noted to any device components and the filter was successfully deployed during functional analysis with no resistance encountered. Handling or procedural factors may have created inadequate conditions to pass the filter through the affected area. Difficulty advancing the filter through a tortuous vessel is one possible cause. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿if filter advancement is problematic when using a tortuous vessel approach, stop filter advancement prior to the curve. Advance the sheath introducer to negotiate the curve, then continue to advance the filter¿ based on the available information, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.